Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump powered off and the screen is blank. Troubleshooting was performed and a battery cap was sent to the customer. There is no mention of the screen returning. The customer's blood glucose was 230 mg/dl. The insulin pump is not returning.